Event description:
It was reported that this left ventricular (lv) lead exhibited a high pacing threshold. This lv lead remains in service. No adverse patient effects were reported. Additional information is received indicating that this lv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high pacing threshold. This lv lead remains in service. No adverse patient effects were reported. Additional information is received indicating that this lv lead was explanted. No additional adverse patient effects were reported. Further information was received indicating that this lead was dislodged.